Manufacturer narrative:
Unique identifier (UDI) (B)(4). This event occurred in (B)(6). The customer returned two vials of test strips for investigation. The returned test strips were measured with a retention meter and a high control sample. Testing results (qc range: 2.7 - 3.8 inr): vial 1: qc 1: 2.8 inr, qc 2: 2.8 inr , qc 3: 2.8 inr . Vial 2: qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.0 inr. Customer believes the meter test was repeated and the result was 4.0 inr again. The result from the laboratory within 4 hours was 1.0 inr. During troubleshooting, it was determined that the date in the meter was set incorrectly. The patient's therapeutic range was not provided.